Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty extending the needle occurred. While preparing the 3.0/17/25 leveen superslim electrode for a liver radiofrequency (rf) ablation treatment procedure, it was noted that significant resistance was felt and the times were difficult to extent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Received one leveen needle electrode and cord with original tray, lid and product label. Residue was present on the device indicating use/ handling. The cord was without issue. A visual examination of the device found the tines to be fully retracted. The approximately 3 cm of the cannula was found to be bent. A functional evaluation of the electrode was performed by extending and retracting the array with slight resistance noted due to the bent cannula. The tines were evenly spaced and un-deformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. While preparing the 3.0/17/25 leveen superslim electrode for a liver radiofrequency (rf) ablation treatment procedure it was noted that significant resistance was felt and the times were difficult to extent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.